Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log shows that there is a mismatch between the set o2 and the o2 calc reading (set 100% - calculated as 77%) gas path test was not 100% clear. Advised to perform a repeat full calibration and resend the logs for further analysis. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported bellavista1000 having technical failure 389 - no o2 dosing possible. Mismatch between delivered and measured fio2. The issue occurred during patient-use and the device was replaced with another ventilator. Furthermore, there was no information for patient harm associated with the event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to determined the exact root cause as the issue is no longer reproducible. No failure detected.